Event description:
Patient called to report right side rupture confirmed by mammogram. Healthcare provider confirmed. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and red particles in device outer surface. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions striated edge on radius assessed as surgical damage, sharp edge on anterior with stress marks other assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions striated edge on radius assessed as surgical damage, sharp edge on anterior with stress marks assessed as surgical impact opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.